Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the line was inserted in 2007 and developed a small hole approx four and a half months later which was repaired. A further repair was required one and a half months later. On this occasion when the line had been repaired the patient went on to receive her oxaliplatin/5fu chemotherapy. When the staff went to attach her baxter fu infusion pump, it was apparent the line had migrated internally. It was removed angiographically with no complications.